Event description:
Customer reported that her blood glucose had been over 600 mg/dl for five days. She stated that she was not sure why it was so high and that it tended to be higher when the reservoir was running low but before the low reservoir alarm. Customer treated with an insulin pen. Customer reported that she was in the hospital and was still wearing the insulin pump. She stated that the hospital was running a test to find out if she had an infection. Nothing further was reported.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.